Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. No tracking information was provided; therefore specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. This error occurs when the battery cannot be fully charged within 8 hours. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.